Event description:
During an implant attempt of the subject device, a connection issue with the atrial lead was reported. Reportedly, after insertion of the atrial lead, the set-screw was tightened, and clicking of the screwdriver was obtained. When pulling the lead to check the connection, it was indicated that the screwdriver turned counter-clockwise. The physician attempted to tighten the set-screw, but the screwdriver turned freely. Reportedly, the lead came out from the port during this attempt. Another pacemaker was subsequently implanted. It was indicated that the physician screwed and unscrewed the setscrew after the operation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.